Manufacturer narrative:
The device was not received for evaluation as it was discarded. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The implant has been discarded

Event description:
According to the available information, though not verified, crack on exhaust tubing near pump. The device was removed/replaced. Additional info. From tm 09/24/2020: "coloplast device was removed. I do not have the lot number for it. The implant has been discarded." The device was known to be a titan. No item or lot # known.